Manufacturer narrative:
(B) (4).

Event description:
The ins pocket swelling had decreased over time since implant. The pocket was hit about a month prior and the swelling returned. When the pocket was swollen the patient felt stimulation in other parts of his body; when the swelling was gone he had great stimulation coverage. The patient also felt a burning sensation at the ins site that went away when the device was turned off. Impedance measurements were normal. Further information is being requested at this time.